Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that it took more units of insulin during the fill tubing process to see insulin exiting the tubing. Troubleshooting was unable to be performed as tandem technical support was not contacted at the time of the reported issue. There was no impact to the customer's blood glucose level.